Event description:
It was reported that the patient presented to the hospital due to hearing a patient alert. Interrogation revealed the lead integrity alert triggered for the right ventricular (rv) lead having high impedance on the pace/sense portion of the lead and non-sustained ventricular tachycardia episodes with noise on the electrograms. The rv lead had a suspected fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274vrc, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).